Manufacturer narrative:
The actual device was rec'd and visually evaluated and a scorched spot was found near the edge of the gel. The ground pad was tested for continuity and found to be less than 1 ohm. Co's spec calls for a reading of less than 50. From the plug, the impedance measured 2 ohms on a pure ohmmeter. Measuring impedance on the gel portion of the pad wound destroy the device so co could do no further testing. The conclusion is that the device meets co's specs and performed as intended.